Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). The dentist reported that, 6 months after the dental implant was installed in intraoral region #4, its non-osseointegration was observed. The patient presented bone typw ii.